Event description:
The patient came in due to signs of an infection and the pathogen is unknown. At 1 day after surgery the surgeon performed a washout and revised the poly and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 15 march 2023: lot 2215741: (B)(4) items manufactured and released on 29-sep-2022. Expiration date: 2027-08-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review.